Manufacturer narrative:
Correction: h.10. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed. When powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. A known good front panel display was installed and the display became operational. A broken back light on the front panel display was encountered. Touch screen test passed. System air leak test passed. Valve actuation test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. Mushroom head check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient a cycler screen was blank. Contact stated that she was opening and setting up the replacement they received and screen remained blank. This occurred during power up. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys did make sound when pressed. The contact rebooted the cycler and the ok and stop keys lit up but the screen remained blank. This is an out of box failure. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Event description:
A peritoneal dialysis (pd) patient a cycler screen was blank. Contact stated that she was opening and setting up the replacement they received and screen remained blank. This occurred during power up. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys did make sound when pressed. The contact rebooted the cycler and the ok and stop keys lit up but the screen remained blank. This is an out of box failure. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical investigation. A visual inspection of the returned cycler exterior showed the paint on the heater tray was cracked. Functional display test failed. The screen was dim upon powering on the cycler. The system air leak test passed. The valve actuation test passed. The simulated treatment pre-ast 15 minute 1000 ml test failed. The failure was due to a heater bag not detected message during set up. Teach pumps test failed. The failure was due to a stalling motor a. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a dim display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.